Event description:
Customer reported unexpected negative reactions on a patient sample known to contain anti-d, when tested with capture-r ready screen (crrs) 4 lot k190 and capture-r ready ID (crrid) lot id103.

Manufacturer narrative:
The instrument images were reviewed. The sample showed an extremely weak reaction with crrid lot ID 103. Reactivity of the d-antigen has been confirmed in crrs 4, lot k190 and crrid, lot 103. The customer did not return sample for investigation. It is not possible to rule out the sample as a cause of the event.